Event description:
It was reported that an asymptomatic patient was seen in clinic and the atrial lead exhibited unacceptable threshold. The lead also exhibited noise, which was reproducible through arm movements. Upon extraction, the lead exhibited insulation damage. The lead was capped and replaced during a generator change out procedure. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.